Manufacturer narrative:
The device was returned to the MFR; and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was supported with an acute blood pump system. It was reported that during pt transport and while the pt was on ECMO, the primary console had a m4 motor alarm. It was also reported that the motor did not stop and continued to support the pt; however, the motor got hot, the alarm sounded and the primary console registered a message. "Motor over heated". The pt was switched to a backup system. The hospital reported that it took 30 seconds to change to the backup system, therefore, the pt was hemodynamic compromised for 30 seconds. It was reported that the event did not lead to any injury to the pt and did not compromise the pt's outcome. The pt expired on (B)(6), 2014 and the reported cause of death was multi-organ system failure.